Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reports, the vessel sealer extend (vse) instrument was not working on the e-100 generator. The technical support engineer (tse) viewed the logs and noted errors on the e-100 generator. The tse instructed the customer to perform a hard reboot with no change. Prior to calling in the issue, the site performed several e-100 reboots with no change. The customer stated that the power button on the e-100 turned yellow when connecting the vse. The site continued with vse connected to integrated electro surgical unit (iesu). The customer stated issue had been noted previously as well. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-100 to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The e-100 generator was returned for failure analysis and the reported failure was replicated. This e-100 generator was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on and cannot cut/seal.